Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that insulin leaked into reservoir compartment past the second o-ring which caused insulin pump to receive a motor error alarm and stopped working. Customer's blood glucose was 280 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer reported a motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.